Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen for the system panel of the sorin c5 system became unresponsive post-precudure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen for the system panel of the sorin c5 system became unresponsive post-precudure. There was no report of patient injury.